Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The guide pin was bent, and the belt was unable to plug into the monitor. The root cause for the bent pin could not be positively identified. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut. The root cause for cut cable could not be positively identified. There is no indication that the device malfunctions caused or contributed to the patient's passing as the patient was in a non life-sustaining rhythm on the date of passing. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor and electrode belt were returned for investigation and did not pass incoming testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 08:46:01 on (B)(6) 2024. At 12:27:25, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 12:28:35, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with tactile artifact. At 21:25:06, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 21:25:54, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. The post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and motion/tactile artifact. The electrode belt was disconnected at 22:23:28 on (B)(6) 2024.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 08:46:01 on (B)(6) 2024. At 12:27:25, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 12:28:35, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with tactile artifact. At 21:25:06, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 21:25:54, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. The post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity and motion/tactile artifact. The electrode belt was disconnected at 22:23:28 on (B)(6) 2024.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The guide pin was bent, and the belt was unable to plug into the monitor. The root cause for the bent pin could not be positively identified. There is no indication that the bent pin caused or contributed to the patient's passing as the patient was in a non life-sustaining rhythm on the date of passing. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 08:46:01 on (B)(6) 2024. At 12:27:25, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 12:28:35, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with tactile artifact. At 21:25:06, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 21:25:54, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. The post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity and motion/tactile artifact. The electrode belt was disconnected at 22:23:28 on (B)(6) 2024.